Event description:
It was reported that the pulse generator was interrogated after an unrelated procedure. Upon interrogation, the device exhibited rf telemetry anomaly and connection issue. The merlin programmer used was rebooted and same issue resulted. The same programmer was used to interrogate other devices and no anomalies were noted. The pulse generator was otherwise functioning normally. The patient was discharged.